Event description:
The customer reported that the cine function was not working, which resulted in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine drive data and power cables were reseated and the cine drive was reformatted. The sys was then found to be operating as intended.